Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b1, b3, b5, b6, d6b, g2, h6

Event description:
Patient reported "I am writing to express my extreme distress caused by my failed, ruptured implants. My MRI show gel bleeds & silicone migration to my lymph nodes" confirmed via MRI. Healthcare professional later reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Event description:
Patient reported, left side "ruptured implants". "Silicone migration to my lymph nodes" and ¿peri-implant free fluid¿. MRI confirmed, rupture and migration. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured implants", "silicone migration to my lymph nodes".